Manufacturer narrative:
The patient was treated as a c-spine fracture and transferred to a+e (accident and emergency unit) where the patient underwent a CT scan. It turned out that there was no fracture and the patient was discharged with no further treatment required. Investigation and testing by maquet service technician on site showed no malfunction of the maquet product. It was detected that the head section pad (B)(4) wasn't fitted in the correct position.

Event description:
It was reported that the head-end dropped.hyper-extension of patients neck was reported to maquet. The patient was treated as a c-spine fracture and transferred to a+e (accident and emergency unit) where the patient underwent a CT scan. (B)(4).